Event description:
The patient's device was explanted on (B)(6) 2016. The patient kept the device after explant. No further information has been received to date.

Event description:
It was reported that the area below the armpit area in the chest where the patient's generator was for the past three months had been painful and progressively getting worse with increases to settings. When patient used his magnet to disable the generator, the pain eased but returned when the magnet was removed. The generator was disabled by the neurologist on (B)(6) 2016. However, the patient experienced 10 seizures where since the disablement and would like the device turned on again. Postoperative diagnostic results showed normal device function on (B)(6) 2015. Additional information was received that the patient's device was on as of (B)(6) 2016. It was indicated to the patient that only a medical professional can refer them to a surgeon for surgery . Per the physician's medical assistant, the physician was not going to refer the patient to the surgeon for revision evaluation. It was reported on (B)(6) 2016 by the patient that he had experienced "irregular stimulation" and painful stimulation with his vns device. The patient reported that he felt painful shocks in the left and right chest with stimulation, so the generator was explanted (explant date was unknown). The patient reported that the generator was analyzed by a "vns technician that was certified by the state" and was proven defective. The patient did not have any other information about who did the analysis on the generator. However, the device was not returned to the manufacturer, so no analysis was performed to determine if the generator performed to specification or not. No further relevant information has been received to date.